Manufacturer narrative:
(B)(4). Batch # n56x83. The analysis results found that the cdh25a device arrived and with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any pre-op chemotherapy or radiation? Who fired the device and what is his/her experience? Regarding the first device: where in the green gap setting scale was the indicator located prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Regarding the second device: was the healthcare professional able to connect the anvil to the trocar of the stapler? Was the device able to be closed at all or could the device not be closed to the desired gap setting/green range? Was the tissue unusually thick? What is the current patient status?

Event description:
It was reported that during a laparoscopic sigma procedure, during first firing, no "crackling noise". Staples only in distal region of anastomosis. Second instrument could not close. Converted to open and with third like device of a different lot and the surgery could be completed. No further information is available.